Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to oversensing of noise, low amplitude measurements, and high thresholds. There was no pacing pauses or inappropriate therapy delivered and the patient was not pacemaker dependent. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed an abrasion through in the outer insulation which exposed the outer conductor coils of the rv lead. This type of damage is consistent with lead-on-lead contact. The reported clinical observations of oversensing of noise, low amplitude measurements, and high thresholds were likely the result of the lead damage observed by the laboratory.